Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the aneurysm has enlarged from 60mm to 75mm. Th patient received an intervention where open repair was performed. The stent graft was not explanted; however, the physician performed a partial excision of the aneurysm and sewing to shrink the aneurysm size. When the intervention was performed thrombus was removed and the physician stated that no endoleak was identified; therefore, the cause for the aneurysm enlargement is unknown. No additional clinical sequelae were reported and the patient will continue to be monitored by the physician.

Manufacturer narrative:
(B)(4).